Event description:
Complainant alleged that during functional testing, the device did not power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the product and this complaint is still under investigation.